Event description:
A healthcare professional reported via literature article published about a 71-year-old woman was referred to hospital for cataract surgery on her right eye. After 5 months of surgery postoperatively, her visual acuity was decreased continuously. The patient requested a lens replacement after consultation and a non-company lens replacement was performed. Since adhesion of the capsule was observed during the replacement surgery, the non-company lens was fixed in-out and the procedure was completed. After the lens replacement with non-company lens, the power was fixed. Additional information was received, a capsule tension ring was inserted and the haptics were fixed out of the capsule (in - out fixation). Literature citation: ichikawa k et.al., report on a case of lens replacement from multifocal intraocular lens to light adjustable lens, 2920_jscrs_o2-7.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: ichikawa k et.al., report on a case of lens replacement from multifocal intraocular lens to light adjustable lens, 2920_jscrs_o2-7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).